Event description:
It was reported that two years after the implant of this inflatable penile prosthesis, the device presented with technical problems related with the pump. When the physician tried to activate the system, it did not work properly. The patient was expected to undergo a revision surgery. No patient complications were reported.